Event description:
The pt stated that his blood glucose levels had been "elevated over the last couple of days". He stated that he began "feeling sick" from a cold in 2007, an his blood glucose reading rose to 187 mg/dl on the following day at night. He reported his normal blood glucose range to be "around 75-125 mg/dl". He stated that his blood glucose level had increased from 162 mg/dl to 214 mg/dl "over the last couple of days" . The customer stated that he bolused insulin for elevated blood glucose levels, which remained elevated. During troubleshooting with a co rep, it was determined that the infusion set had not been primed before the infusion set tubing was connected at the infusion site. The pt reported no alert or error messages on the infusion device. The infusion set tubing was disconnected from the infusion site and was primed. It was then reconnected. The pt then administered a bolus of insulin to reduce his blood glucose level. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Method and results - no product willbe returned for eval.